Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat and opening on anterior. Leak test and microscopic analysis was performed which identified, sharp opening on plug strap bond edge and brown particles in the shell. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on plug strap bond edge assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.